Event description:
Caller reported a malfunction on the pump, and it was noted that the customer's blood glucose level exceeded the high threshold, although the specific value was unknown. The display simply indicated "high," and the customer had not taken any action yet to address it. Technical support assisted by providing information to reset the pump, which was successfully reset without recurrence of the malfunction code. Customer was instructed to continue using the pump and to call back if any malfunction code appears again.